Event description:
It was reported to medtronic minimed that the customer experienced pump error 15(the critical block and inverse critical block did not add to zero). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found that customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test and displacement test. No pump error 15 alarms noted during testing. Unit successfully downloaded to thumps. However, the formatted history file confirmed the pump alarmed pump error 15 alarm (line number 1938 file number 0) on 03/24/2024 00:41:43.000 due to software error as per global logic analysis (esf3764385). No moisture damage noted to electronic assembly or motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, missing display window cover, cracked case (battery tube), and corroded battery tube. The p-cap/reservoir does lock properly. The formatted history file confirmed the pump alarmed pump error 15 due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.